Event description:
According to the information received, a nurse reported an allergic reaction to the product with rash all over body on two patients. Best estimate of date of event is 2008.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. However, based on the lot and product model number, a retain sample from the same lot was retrieved for evaluation. The retain sample was subjected to protein allergen testing and intracutaneous reactivity testing and determined to be non-irritating. A review of internal batch records indicates the products were manufactured in accordance to specification, and raw materials were within specification. There have been no additional complaints reported to date for this lot number. The complaint could not be confirmed, and the product is considered safe for its intended use. Retain sample from same lot evaluated.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Other: device not returned to manufacturer.

Event description:
According to the information received, a nurse reported an allergic reaction to the product with rash all over body on two patients. Best estimate of date of event is 2008.